Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer was unable to successfully load a cartridge and resume insulin therapy. The customer continued to use the pump for insulin therapy and will revert to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.